Event description:
It was reported that after running the 2090 service diskette prior to installing upgraded software onto the programmer it generated an error report. Rebooting the programmer cleared the error and it was able to interrogate an implanted device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.